Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient sample from the cobas e411 disk analyzer. The initial result was 29.01 ng/l and the repeat results were 3.95 ng/l and 5.26 ng/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 41925400 with an expiration date of 31-dec-2020.